Event description:
It was reported that the asymptomatic patient presented to the clinic in (B)(6) 2015 with atrial lead noise. The atrial lead was turned off and the pulse generator was reprogrammed. On (B)(6) 2015 during revision on an unrelated lead, the atrial lead was capped and replaced by the physician. The patient was doing fine after the procedure.

Manufacturer narrative:
(B)(4).